Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) of 48-49 mg/dl. Reportedly, the pump had inadvertently delivered a 20 unit bolus. Customer went to the emergency room (ER) where they were treated with glucagon. Tandem technical support performed troubleshooting and found that the pump was functioning as intended.